Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -5.5 diopter, implantable collamer lens tore/broke during injection/delivery into the eye on (B)(6) 2021. The lens was implanted, removed and replaced within the same surgery. There was no patient injury. Cause of event was unknown.